Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a pump a vs b volume error alarm during fill 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Technical support assisted with rebooting the cycler and 'cancel treatment' on power fail recover screen. The patient was advised to discontinue the use of their cycler for 24 hours and follow up with their peritoneal dialysis nurse (pdrn) regarding alternative treatment. Upon follow up, the patient contact confirmed moisture was found on the top of the cassette and inside the cassette door when the cassette was removed from the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler. The patient contact could not tell exactly where the fluid leak originated. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. This kind of damage could have the following causes as per the risk analysis document: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, however it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving a pump a vs b volume error alarm during fill 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Technical support assisted with rebooting the cycler and 'cancel treatment' on power fail recover screen. The patient was advised to discontinue the use of their cycler for 24 hours and follow up with their peritoneal dialysis nurse (pdrn) regarding alternative treatment. Upon follow up, the patient contact confirmed moisture was found on the top of the cassette and inside the cassette door when the cassette was removed from the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler. The patient contact could not tell exactly where the fluid leak originated. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.